Manufacturer narrative:
Concomitant medical products: product ID 8711, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Information was received from a health care provider (hcp) regarding a patient who was receiving dilaudid 1 mg/ml at 0.3083 mg/day and bupivacaine 6 mg/ml at 1.8495 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that on (B)(6) 2016 the patient experienced decreased analgesia. A catheter access port (cap) contrast study was performed on (B)(6) 2017 where they were unable to aspirate the catheter. The device diagnosis was a catheter kink and catheter revision was performed on (B)(6) 2017. The etiology of the event was noted as possibly related to the device (specifically, the intrathecal/spinal portion of catheter) or therapy and possibly related to the implant procedure. The outcome was indicated to be 'resolved without sequelae' as of (B)(6) 2017. It was noted the patient's baseline weight was (B)(6). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.